Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed ¿gas in iab circuit¿ and stopped pumping. This was spontaneous, as the patient had not been recently moved or touched. The staff attempted to troubleshoot by inspecting the iabp unit and lines. Additional staff came to assist as they heard the iabp alarm; the ICU sr. & jr. Shortly followed. The patient was placed in the trendelenburg position and required a low dose adrenaline infusion to maintain a systolic blood pressure over 85. Sedation/analgesia was increased to assist ventilation and fi02 was increased to 0.8 from 0.45. Upon inspecting the iabp tubes, no blood could be seen to indicate a balloon rupture. The staff replaced the iabp unit with another, with no issue to continue therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. It was reported by a getinge company representative that the iabp unit did not malfunction. The iabp alarmed and stopped pumping as designed to do. A getinge field service engineer inspected the iabp and function tested as per instructions for use and no issues were found. They were unable to replicate the alarm. After all testing was completed and passed, the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed ¿gas in iab circuit¿ and stopped pumping. This was spontaneous, as the patient had not been recently moved or touched. The staff attempted to troubleshoot by inspecting the iabp unit and lines. Additional staff came to assist as they heard the iabp alarm; the ICU sr. & jr. Shortly followed. The patient was placed in the trendelenburg position and required a low dose adrenaline infusion to maintain a systolic blood pressure over 85. Sedation/analgesia was increased to assist ventilation and fi02 was increased to 0.8 from 0.45. Upon inspecting the iabp tubes, no blood could be seen to indicate a balloon rupture. The staff replaced the iabp unit with another, with no issue to continue therapy. No adverse event was reported.